Event description:
Rep reported that the icp monitor could not detect the sensor. The monitor was changed and it still could not detect it. As a result, the micro sensor was changed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.